Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2015, a3sr01, ipg, implanted: (B)(6) 2016, 5076-52, lead, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.